Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection was performed; as a result, two devices returned for investigation and neither device was returned in the original packaging. The active tip is in a used condition with visible tissue debris in the suction ports on device. There is visible procedural debris around the active tip, but the suction ports are clear on device 2. No visible damage either device. Procedural debris visible in both suction tubes. Finally, the suction control valve was received in the closed position on device. This claim could not be substantiated with both devices successfully passing the electrical and functional tests. The customer¿s device was manufactured in may 2021. A DHR review has been performed for the complaint device lot number u2104079; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction or containment action has been implemented. The customer reported fault was that the device(s) became defective during the procedure, this could not be confirmed during testing at olympus. Testing shows both the returned devices successfully passed flow testing, electrical testing, functional testing, and activation performance remained consistent and we were unable to reproduce the reported issue. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode had an unspecified malfunction. During in-house engineering evaluation, it was determined that the active tip was in a used condition with visible tissue debris in the suction ports on the device. Another like device was used to complete the procedure with a delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.